Event description:
A patient trailed an external spinal cord stimulator. This resulted in additional treatment being required; an epidural steroid injection was performed on (B)(6) 2025. The patient was recovering. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".